Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During the patient call, the fully charged autopulse li-ion battery (sn (B)(4) could not power on the autopulse platform. (Sn unknown) the status led's on the battery show 4 green lights, indicating it is fully charged. No consequences or impact to the patient. Per the reporter, after the call, the battery was replaced and the platform powered on.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.